Event description:
It was reported that the customer experienced a blood glucose (bg) level of 400 mg/dl and diabetic ketoacidosis. Cause of bg level was not known. Customer administered a manual injection and performed a supply change to address the issue and went to the emergency room with high ketones identified as dangerous by a healthcare provider. Customer was treated with a manual injection of insulin, "saline drops", and intravenous fluids; nature of fluids was unclear. Customer was discharged the same day with the issue resolved and no permanent damage. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.